Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision of left shoulder components due to a subscapularis tear. The case report form indicates this event is definitely not related to devices, and possibly related to procedure.

Event description:
It was reported that a patient who was originally implanted with a shoulder revision on (B)(6) 2017 experienced a revision of left shoulder components due to a subscapularis tear. Patient experienced weakness and was unable to hold elevation up to 90 degrees starting on or about (B)(6) 2018. X-rays showed anterior subluxation of the humeral head. The case report form indicates this event is definitely not related to devices, and possibly related to procedure. This event report was received through clinical data collection activities. Additional notes from the study database indicate that this event was resolved with revision surgery.

Manufacturer narrative:
There is no allegation against this device, there is no indication of device malfunction. The patient receiving a total shoulder joint replacement should be warned against unassisted activity, particularly in lifting, and that active motion should not be initiated until recommended by the surgeon in order to ensure subscapularis healing is complete. This patient was 3 months and 1 week postop from the original implantation. Patient's age, weight, or activity level would cause the surgeon to expect early failure of the system, this male (B)(6)-old male patient with hypertension and a smoker for 25 years, weighed (B)(6) lbs. The most likely cause for this event is the patient's underlying condition related to weight, hypertension, and smoking for 25 years.